Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs were returned and confirm the unreliable placement signal on the first day of support. The dp sensor was out of range and slowly returned to normal range over the course of 5 hours. The displayed flow returns with the placement signal. The root cause of the temporary inaccurate placement signal was unable to be determined as no product was returned for analysis. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the placement signal was lost. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.